Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to lab evaluation being complete.

Manufacturer narrative:
(B)(4) unit of evo-fc-10-11-6-b, lot#: c1807099 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 06 jan 2022. On evaluation of the device the flexor was observed to broken at the clear section. Handle was actuating as intended but unable to deploy stent. Following the lab evaluation additional information was requested to aid with this investigation: was the product inspected for kinks or damage before use? Yes. No kinks or damage. What was the position of the elevator? Was it opened or closed? Open what was the position of the delivery system if the elevator was closed? Prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b of lot number: c1807099 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1807099. It should be noted that the instructions for use states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use".   There is not sufficient evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy which could lead to a stent deployment difficulties. The customer confirmed that they felt resistance when advancing the wireguide, stent and introducer through the obstructed area. It's possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break at the clear section thus preventing the release of the stent.   Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. User then changed to another same device to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delivery system through wire guide to desired position and start to deploy the stent while found out the stent cannot be released. User then retracted the delivery system from patient and found out the flexor broken 11 cm from tip. User then changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. What is the reorder number of the wire guide used with this device? (B)(4). If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 2. Had a sphincterotomy been performed prior to this occurrence? Yes. 3. Had dilation of the obstructed area been performed prior to this occurrence? Yes. 4. What is the endoscope manufacturer and model number that was used? Olympus jf-260v. 5. Please describe the location in the body where the stent was to be placed. Common bile duct. 6. Was resistance encountered when advancing the wire guide through the obstructed area? Yes. 7. Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes. 8. Was the introducer advanced through the side of a previously placed stent? No. 9. Please estimate amount of time the stent was in place prior to this occurrence. 10. Did any section of the device detach inside the endoscope or patient? No.